Event description:
It was reported that this implantable pacemaker battery was recently found to be exhibiting elevated power consumption (202%) and it was suspected to be prematurely depleting. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. At this time, this pacemaker remains implanted and in-service. No adverse patient effects reported.